Event description:
Following a parastomal hernia repair utilizing strattice on (B)(6) 2012, the patient presented with hernia recurrence, abscess and infection. The strattice device was explanted on (B)(6) 2013. The patient underwent the parastomal hernia repair one year after a sugarbaker procedure (intraperitoneal hyperthermic chemoperfusion)was performed. In addition to an assumed history of cancer, the patient had a history of recurrent hernias with no signs or symptoms of infection. She presented with a bulge that the surgeon suspected was a recurrence of the hernia. What the surgeon found in the operating room was an abscessed pocket under the strattice. Other areas of the strattice appeared as small particulate matter. The area over the abscess was small. Some fecal content was also seen.

Manufacturer narrative:
Our investigation of lot s11115 includes: method: review of the information as reported, device history records and the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from lot s11115. Results: review of the device history records revealed no deviations associated with the production of lot s11115. The product met acceptance criteria for qc release, including mechanical testing. The processing records indicate that the lot was irradiated within process parameters. Dose audits for the sterilization process were acceptable for the lot. Pouch seal dwell times and temperatures were within process parameters. All seals were visually inspected and acceptable. Results of bacterial endotoxins testing were acceptable. There was no repouching of the lot. To date, no other complaints were reported to lifecell against lot s11115. To date, of the (B)(4) devices processed for lot s11115, (B)(4) devices have been distributed with (B)(4) devices that were reported as having been implanted. Conclusion: the device was not returned for evaluation and no root cause could be definitively established. Review of the device history records revealed no deviations related to the event, that the device met qc criteria for release and that no other complaints were reported against the lot. Abscess was an incidental finding, secondary to exploratory surgery. Based on our internal investigation of the lot and review of the information as reported, including contamination of the wound with fecal content, this event is unlikely related to the device. Device not returned for evaluation.